Event description:
It was reported that a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Prior to the laac procedure, the patient underwent cryoablation of their pulmonary veins. Then an amplatz super stiff guidewire was selected and advanced into the patient for the laac procedure. Transesophageal echocardiogram (tee) prior to the watchman components being advanced revealed an laa perforation and subsequent pericardial effusion had occurred. The exact cause of the perforation and effusion is unknown, although it is possibly due to the wire going into the laa instead of the left upper pulmonary vein. The laac procedure was not performed. Heparin was reversed and the patient was under observation. No further patient complications were reported. The patient's condition was stable.